Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings. The customer¿s blood glucose was 331 mg/dl and the sensor glucose was 168 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer also reported that the blood glucose declined to 43 mg/dl due to inaccurate readings. The insulin pump was returned for analysis.